Event description:
The male patient received a precise stent in the left internal carotid artery. During the index procedure, the patient experienced a transient ischemic attack. Neurological deficit included dysarthria and experienced amaurosis fugax. The patient made a full recovery with no further deficit.

Manufacturer narrative:
The product remains implanted in the patient, and is not available for analysis. Additional information will be submitted within thirty days upon receipt.